Event description:
Consumer reported complaint for inaccurate dispense/ aspiration of the trueplus pen needles. Customer stated that a couple of the pen needles did not work when she attempted to prime the needle to dispense the insulin. Customer stated the package had not been open or damaged when received. The customer has been using the product for 2 weeks. The customer is using compatible product and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). 16 pen needles were returned for evaluation. Evaluation in process. Note 1: customer contacted manufacturer on 09-jul-2025 - customer stated she received the package but there were no pen needles only an envelope and a return label. Product was re-shipped to customer. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of: 01-oct-2025 h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: complaint was forwarded to supplier quality based on complaint's description for investigations. Customer returned pen needles, unable to ship returned product to the manufacturer, due to biohazard. Scrap returned product. No abnormalities observed with retention samples mlc-009: use error caused or contributed to event.